Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
A blower issue was reported. The unit was in use on a patient, but there was no user or patient harm reported.

Manufacturer narrative:
G4: 18nov2020, b4: 19nov2020 . The field service engineer (fse) advised to replace the power management board. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18feb2021. H11:g5:k102985. H11: the field service engineer (fse) advised to replace the motor controller board. The fse replaced the motor controller board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.